Event description:
Information received a smiths medical cadd administration sets - flow stop was returned by a patient with 15 cc remaining on a 150 ml infusion running 3 cc/hr, pump had indicated reservoir volume was empty.